Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, a log fell on the pump and caused the touch screen to shatter. Customer is unable to interact with the pump due to the shattered screen. Customer's blood glucose was 128 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.